Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample of a 16x60mm stent was found in used condition with deployed stent; the diving sheath was found broken inside grip which made a successful deployment impossible which leads to confirmed result for break. Images demonstrating the stent were not provided so that stent fracture could not be confirmed but stent fracture may occur as consequence of partial stent deployment. Based on the information available the investigation is confirmed for break of a force transmitting component. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Under materials required the instructions for use states: "10f introducer for stent diameters of 16mm, 18mm and 20mm (¿) 0.035 inch (0.89 mm) diameter guidewire", and "predilatation of chronic lesions with a balloon dilatation catheter is recommended." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: d4(expiry date: 01/2023). H11: h6(method, result), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment the wheel was allegedly blocked and leads to partial deployment. It was further reported that the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 01/2023).

Event description:
It was reported that during treatment the wheel was allegedly blocked and leads to partial deployment. It was further reported that the stent allegedly fractured. There was no reported patient injury.